Event description:
The report stated that during a radio frequency ablation procedure, a water leak occurred at the strain relief of the needle electrode. A new needle electrode was opened and the procedure completed. There was no injury reported.

Manufacturer narrative:
Date of initial report: 11/14/2007. The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of the sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.